Event description:
It was reported that the armada 14 balloon could not be advanced over the command guide wire, as there was too much friction. During removal of the balloon catheter, resistance was again felt with the balloon. A new command guide wire was used without issue with the same armada 14 balloon catheter, without issue. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part number and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency. The armada 14 referenced was filed under a separate medwatch report.